Event description:
The investigation has concluded that higher than expected results were obtained from two different levels of non-vitros mas controls using vitros valp reagent lot 2511-29-8692 on a vitros 5600 integrated system. Mas l1 lot 2111 valp results of 51.0 and 56.1 ug/ml vs. The expected result of 40.0 ug/ml mas l3 lot 2111 valp result of >150 ug/ml vs. The expected result of 125.0 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer made no allegations that patient samples were affected and there were no reported allegations of harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation has concluded that higher than expected results were obtained from two different levels of non-vitros mas controls using vitros valp reagent lot 2511-29-8692 on a vitros 5600 integrated system. The most likely assignable cause of the event could not be determined with the information provided, however, an intermittent performance issue with the photometer lamp of the vitros 5600 system could not be ruled out. For the timeframe of (B)(6) 2021 through (B)(6) 2021, there were 15 failed calibration events for the vitros valp reagent lot 2511-29-8692, indicating a potential instrument related performance issue. Diagnostic within-run precision testing was acceptable after the customer replaced the photometer lamp, however, no diagnostic within-run precision testing was performed prior to replacing the photometer lamp and the performance of the vitros 5600 system prior to replacing the photometer lamp could not be assessed. A vitros valp reagent lot 2511-29-8692 performance issue is not a likely contributor to the event as acceptable results were obtained from the same vitros valp reagent packs prior to and after the higher than expected results were obtained. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros valp reagent lot 2511-29-8692. The customer did not provide any information concerning pre-analytical sample handling of the mas control fluids when the events occurred. In addition, it is unknown if the same control fluids or if new pours of mas control fluids were used when acceptable vitros valp results were obtained with repeat testing. Therefore, improper, pre-analytical sample handling cannot be ruled out as contributing to the event. (B)(4).